Event description:
It was reported that bd alaris pump module infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that large amount of fluid on ground. Incident details: writer called in room regarding large amount of fluid on ground. Noted to have a leak in the fluid tubing. IV was not infusing and was clamped.

Manufacturer narrative:
One sample model 10942011, lot 24036363 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. Visual inspection under a microscope showed a pinhole at the location of the leak. The customer complaint was verified. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. Additionally, the bd clinical team has been notified of the failure to determine if further training or instruction is needed for use of the extension sets. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.